Event description:
On (B)(6) 2009, the patient reported that her infusion device displayed an e7 (electronic) error while she was attempting to change her insulin cartridge. She stated that the piston rod seemed to be stuck when she attempted to retract it and then e7 was displayed. The patient stated that the battery in use was new. She was instructed to remove and reinsert the battery and an e1 (cartridge empty) error was displayed. The patient cleared the e1 error and then e7 was displayed. The patient was instructed to remove the battery for a few minutes. She stated that the infusion device was dropped recently but the device does not appear to be cracked or broken. She stated that the device has not been exposed to extreme temperatures, moisture, or electromagnetic fields. The patient was instructed to insert a new battery and e1 was displayed. The error was cleared and the patient was instructed to perform the change cartridge procedure. She stated that the piston rod began to retract and then stopped. The display of the infusion device still read "returning piston rod" and the device was making a humming noise. After a few minutes e10 (cartridge) error was displayed. She stated that she would switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be return for evaluation.